Event description:
In early 1967, rptr was given 19 electroshock treatments, administered bilaterally every other day. As a result rptr has no memories of childhood and has been permanently damaged, ie, even today rptr is unable to learn and retain new info. Event date shown as early 1967.